Event description:
Analysis was approved for a generator replaced due to reaching end of service. The end of service condition of the generator was confirmed during product analysis and was found to be the results of normal, expected battery depletion. The device provided the expected level of output current and the device diagnostics were as expected for the programmed parameters. The generator did not meet the specifications for both backup capacitor-to-can measurements due to the positive backup capacitor's open condition, causing an additional measurement to be out of specification. It is suspected that the positive backup capacitor was not electrically attached to the feedthru wire, causing the open condition. No anomalies were observed with the internal circuitry of the generator. With the exception of the noted conditions, there was no adverse finding that would inhibit this product from performing as intended. No additional relevant information has been received to date.